Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation, could not secure/lock cutter, could not insert cutter, cord damaged and component damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, cutter lock assessment and safety assessment. It was noted that the cutter could not be inserted and the hose was cut. It was noted in the service order that the motor device could not lock the cutting burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.